Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 25.0 to 25.1cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.